Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during original open reduction internal fixation procedure on (B)(6) 2018, while inserting a 6.5 mm cannulated screw into the pelvis the top of the 4mm cannulated screwdriver snapped off and broken into two pieces. All broken pieces were retrieved out of the wound easily. The 6.5 mm cannulated screw was implanted in patient using another screwdriver which was readily available. There was surgical delay of five (5) minutes in order to retrieve another screwdriver. Surgery was completed successfully and patient was reported as stable post operatively. No patient harm noted. Concomitant devices reported: 6.5 mm cannulated screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) cannulated 4.0mm hexagonal screwdriver. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 314.05, lot a4fg833: release to warehouse date: june 04, 1996. Manufacturing site: brandywine. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was completed: the returned 21+ year old device was examined at customer quality (cq) and the cannulated hexagonal tip was found to be broken at its base; fragments were not returned. Only two small jagged portions of the corners of the hex feature remain intact. Therefore this complaint is confirmed. Whether this complaint can be replicated at customer quality (cq) via functional test is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. The 4.0mm cannulated hexagonal screwdriver (part 314.05) is a reusable trauma instrument noted in approximately 15 system technique guides including: 4.5mm va-lcp curved condylar plate and 6.5mm/7.3mm cannulated screw. In the cannulated screw system the returned driver is one of four instruments intended for screw insertion (the others being 313.93, 314.04 and 314.23). No dimensional analysis of the outer hex feature on the returned device is possible due to post-manufacturing damage. He inside diameter/cannulation of the returned device near location of breakage was measured and is within specification. The outer diameter of the returned device's shaft just proximal to the broken distal hex feature was measured and is within specification. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and no non-conformance reports, material review reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A definitive root cause for this complaint was not able to be determined based on the reported information. It is possible that the age of the returned device (21+ years old) and rough handling over 21+ years of service has contributed to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.